Event description:
Report received of a non-delivery with no pump alarm. The pump was programmed to deliver d5 1/2 normal saline with 20meq kci at 50ml/hour. Four hours after the infusion was initiated, it was noted that no fluid had been delivered. The pump was incrementing as though fluid were being delivered. There was no pump alarm. There was no adverse effect to the pt. Though requested, there was no add'l info available.